Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient felt like they did prior to having the implant. The patient stated that he was going 4-5 times a night and was going every 15-20 minutes like he did prior to implant. The patient mentioned that he had no control and his symptoms were getting worse. There were no further symptoms reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported their device doesn't work, it worked wonderful and it doesn't work right now. They are waiting for the doctor to see them. The would like to just have it removed. It's a pain, annoys them, cant sit in a certain position, they can feel and it but it doesn't do anything for them. No further complications reported/anticipated.

Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's unit was not working. The patient stated that by not working the patient had no stimulation whatsoever. The patient mentioned that on sunday he tried to use the patient programmer and the batteries were dead so he changed them. When the patient tried to communicate with the implant to increase stimulation, the patient saw the poor communication screen. The patient also reported that he had to go through a security scanner at the airport and another place. The patient noted that he read going through security could turn stimulation off. Troubleshooting attempts could not be made due to lack of access to the product. The patient stated that he would call back tomorrow when he has the patient programmer with him. The patient also noticed he was urinating quite a bit more frequently. The patient noted that he started a diet so he thought the diet was causing the more frequent urination, but it started to feel like it did before he got the device and he was going every 20 minutes. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that it was back to where it was originally before the procedure and that it was burning and also that they kept upping the lever and can feel the electricity. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the health care professional (hcp) was not sure what the cause was. The hcp stated that the manufacturing representative was called and the issues were resolved. There were no further symptoms or complications reported or anticipated.

Event description:
Additional information received from the patient who said the device wasn't working for them as they just went to the healthcare provider (hcp) for something else; they had to use the bathroom three times in one hour. Patient said the device was working fine when it was first implanted which conflicts with what was previously reported. They further added they had their patient programmer (pp) replaced and their symptoms have returned; they are back to baseline. The patient was playing with their device the day prior to the report. It was reviewed that the patient needs to take their pp with them to their hcp and ask to load the programs back in. During the call, the consumer synched to their ins which showed stimulation was on and they were at 1.2v. As a result of what was reported, the patient was redirected to their hcp to report the symptoms, resolve the symptoms, and to have the programs added to their pp. The patient lastly mentioned the trial seemed to work. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Device code c63214 added as a correction. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer regarding a patient. It was reported they had the permanent implant and mentioned his device was not working. No further patient complications have been reported as a result of this event.